Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown tibial insert. Additionally, an unknown femoral stem, tibial baseplate and patella were reported. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported revision of infected total knee.

Manufacturer narrative:
An event regarding infection involving an unknown tibia was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no patient medical records were available for review. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported that during revision of infected total knee,the surgeon attached the tibial extractor and locked into place. When surgeon used the slaphammer to back out the tibial tray a metal piece broke off the back of the tibial extractor. They were able to retrieved the metal piece from or floor. The missing metal piece prevented it from locking again, surgeon used another extractor to complete.